Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined, not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.4. Additional information provided in h.11. Product manufacturing site updated due to receipt of serial number. Manufacturing report number corrected and reported under MDR # (B)(6). No more supplements will be sent to this number 9612169-2024-00206. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported following an intraocular lens (iol) implant procedure, the surgeon noticed corneal edema post operation that has increased over time. Pupil has become fixed. Additional information was requested.